Event description:
A caller reported an occlusion event followed by alarms, which led to the customer's blood glucose levels reading "high" on their cgm. There was a reported impact on the blood glucose level, though the specific value was not provided. In response to the high blood glucose, the customer administered a correction injection manually and changed the cartridge before resuming insulin use. Though there were multiple previous occlusion events, the customer did not take the same actions for each and declined further assistance, leading cts to close the case.